Event description:
In 2005, lifescan (lfs) received two meters (one touch ultrasmart and one touch ultra) in the mail with a letter from the lay/reporter. The reporter had not contacted lfs regarding the two meters prior to mailing them. The medical affairs specialist (mas) called and spoke with the reporter 4 days later, and she provided additional info. Two meters belong to family member and she uses the one touch ultrasmart meter on a regualr basis, but keeps the ultra meter in her purse. She tests 9 times a day. The mas was informed that although both the meters were sent back to lfs, she was "more concerned with the ultrasmart meter since it failed control solution twice". The ultra meter passed control solution tests twice. There is no adverse event reported due to the ultra meter. The pt has had the one touch ultrasmart meter for about 6 months and had noticed "high readings after she had the meter for about a month". In 2005, the pt was getting high results in the "400's-500's all day" and she was taking "extra insulin" based on those high results and went to bed. The pt's diabetes regimen includes humalog (set amount and sliding scale, but the reporter did not know the dosage) and lantus 28 units at bedtime. She also was not aware of exactly how much extra insulin the pt had taken based on the high results on the meter. At the time of the event, the pt woke up in the "middle of the night feeling very low" and tested on the subject ultrasmart meter with a result of "500 plus". She did not treat herself with extra insulin this time since she did not "believe in this figure". She tested on another meter (she has a third meter-also an ultrasmart meter) with a result in the "mid sixty range". She was "extremely out of it" and was given a glucagon shot by the reporter. The emt's were called and tested the pt on their meter with a result of 31 mg/dl and was placed on IV glucose. She was later tested on the emt meter again with results of 37 mg/dl and 115 mg/dl. At the time of the 115 mg/dl test, the pt was also tested on the subject meter (200 mg/dl). She was taken to the hosp and kept there for 4-5 hours. The test strips were opened during the time she was getting the high results on the meter and therefore, they were within the discard/expiration date. The reporter performed two control solution tests, which were both high outside the range. The mas verified that the meter was set in the right unit of measurement (mg/dl) at the time of concern. This complaint is being reported as MDR because the pt had taken extra insulin based on the subject meter's results, which resulted in a hypoglycemic event where the pt was treated with IV glucose.